Event description:
It was reported that four days after the implant procedure, the patient experienced spasms in the lower abdomen, which were identified as diaphragmatic stimulation due to the left ventricular lead. The pacing vector was reprogrammed and the lead remains in use. The patient was a participant in the (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.